Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/26/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed a motor error and a motor rewind error on (B)(4) 2016. A visual inspection of the pump showed moisture behind the display lens. The pump powered on with a multicolored distorted display. The pump emitted a motor rewind error during each attempt at a rewind. The pump failed a leak test at the display lens. The pump cover was removed and internal moisture contamination was found throughout the inside of the pump, on the motor circuit, motor flex cable and connector.